Event description:
Customer reported during an isolytes gravity infusion when the pt moves around a lot it causes tension on the tubing and the roller clamp loosens which causes a faster than intended infusion. The nurse moved the roller clamp to a different location on the set and the infusion continued at the intended rate. There was no report of pt harm or medical intervention. No additional info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of the reported failure was not identified.